Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer changed the infusion set and cartridge continuing to use the pump for insulin therapy. It was noted that cartridges were used for more than 48 hours with humalog insulin, the customer received education on cartridge usage.